Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, multiple alarms occurred during including a fiber optic sensor failure alarm. Troubleshooting required a change in pump console and a switch to using its standard transducer function rather then the fiberoptic sensor features. The customer had switched to a transduced arterial pressure (ap) with a clean waveform but had not done any troubleshooting of the fo ap. They had unplugged the fo connector for the alarm to cease. Two gas loss detected alarms that occurred in error the following night. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, msn, nurse educator. Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and in the inner lumen. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were observed on the catheter tubing approximately 74.9cm and 42.7cm from iab tip. The optical fiber was found to be broken within the membrane approximately 5.58cm from iab tip. Pressure tubing and three-way stopcock were returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.